Event description:
Rti surgical, inc. (Rti) was informed that a pt underwent lumbar revision surgery where an rti osteofil paste allograft was implanted (date not provided) and a fistula formed postoperatively. During an additional surgical event performed on (B)(6) 2013, the paste allograft appeared yellowish and was removed. Specimens (unidentified) obtained on (B)(6) 2013, were verbally reported to be positive for microorganism growth. The pt is reportedly recovery well and the wound is healing.

Manufacturer narrative:
Investigation: donor records re-review indicates the donor was free of signs, symptoms and behaviors associated with systemic infectious diseases and met all rti eligibility requirements. No deviations were noted during manufacturing records re-review. The allograft underwent cancelle sp, a validated bone matrix sterilization process that inactivates potential pathogens through a combination of chemical treatments and gamma irradiation. No related complaints have been reported to rti for distributed allografts from this donor. Results of investigation: graft ID# (B)(4) met all rti specifications and release criteria at the time of distribution. Conclusion: to date, rti's investigation is without indication that the graft contributed to communicable disease transmission.